Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and the device did not deliver a shock when they attempted to shock the patient. They were able to switch to a back up device right away and used that to continue patient care. There were no reports of any adverse effects to the patient as a result of the reported issue. The customer advised physio-control that no additional patient information is available.